Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Extracted data from returned sensor using approved software/mem_dump file was checked; issue was not present. Activated sensor with known good reader sn: (B)(6) and verified ble connection is successful. Performed linearity test at 10na. Reader was wrapped in aluminum foil to simulate signal loss. Signal loss message was observed after testing. Issue is not confirmed. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report.

Event description:
An alarm issue was reported with the adc device. The low glucose alarm did not sound and customer was unaware of changes in glucose levels. As a result, the customer experienced symptoms described as loss of consciousness and had an epileptic attack. The customer was unable to self-treat, and was hospitalized where they were administered intravenous glucose by a healthcare professional (hcp) for a diagnosis of severe low blood sugar. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Removed the sensor plug and inspected the plug assembly, no failure mode observed. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low glucose alarm did not sound and customer was unaware of changes in glucose levels. As a result, the customer experienced symptoms described as loss of consciousness and had an epileptic attack. The customer was unable to self-treat, and was hospitalized where they were administered intravenous glucose by a healthcare professional (hcp) for a diagnosis of severe low blood sugar. No further details were provided. There was no report of death or permanent injury associated with this event.